Manufacturer narrative:
Concomitant medical products: product ID: d224trk ICD implanted: (B)(6) 2012, 5071-53 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture and high impedance on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.